Event description:
The customer's mother stated that the customer was being taken to the hospital for high blood glucose levels. The mother requested to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.